Event description:
Depuy acromed was informed by a sales rep that 3 summit bone screws broke during insertion into the spine. The broken pieces of the screws were left in the bone. It was noted by the complainant that the bone was extremely dense so over-torquing or excessive force could be the cause of the breakage. The broken screws were not returned for evaluation. No further evaluation can be performed at this time.